Event description:
It was reported that when using the bd pyxis¿ es server, user reported that the medes server was not processing patient transfers sent from the cce. The customer mentioned that the patient bed was not showing on the medes server. They also stated that the cce server was sending the correct messages to the medes server, but these were not reflected on the medes server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that the medes server was not processing patient transfers sent from the cce. The customer mentioned that the patient bed was not showing on the medes server. They also stated that the cce server was sending the correct messages to the medes server, but these were not reflected on the medes server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that there was a error in hospital service code. A technical support specialist (tss) dialed into the server after access was granted and identified an error indicating that the system attempted to insert a duplicate entry into the hospital service table, but the value already existed and violated a uniqueness rule. Knowledge article, med es patient not showing up on server or station hospital service code was followed to address the duplicate data issue and advised the customer to contact the admit discharge transfer (adt) team for correction. The customer later confirmed that hospital information technology (it) team resolved the problem. The system functioned as intended after the technical support specialist and customer troubleshot the device.